Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Boston scientific was unable to obtain identifying information regarding the product involved in the complaint. A review of the device history record (DHR) could not be performed. A labeling review did not reveal any anomalies as it states that gait difficulty (trouble walking) and falls and undesirable sensations (e.g., tingling) are a known risks with the use of deep brain stimulation. Based on the available information, the presence of confounding clinical factors, and the absence of the device for further evaluation, there is insufficient evidence to establish a definitive causal relationship between the dbs system and the reported symptoms. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of: cause not established. B3: approximated based on the date the manufacturer became aware of the event. Detailed product information was not provided when the event was reported to bsc through the FDA medwatch program. We are unable to request further information due to the anonymous nature of the initial reporter, and thus we are unable to provide the unique identifier (UDI) and other specific product, patient, or incident information.

Event description:
It was reported that the deep brain stimulation (dbs) patient expressed an inability to feel their legs since the previous night. The patient had been admitted to the facility for specialized care. Following a fall, the patient was evaluated in the emergency room (ER) and subsequently transferred to a long-term care facility. It was further noted that the dbs device had not been in use for an undetermined period of time.